Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following: it was reported that the patient underwent an insertion of a helical blade during a trochanteric fixation nail (tfn) procedure on (B)(6) 2017 to treat a proximal femur fracture. During the procedure the helical insertion coupling did not align properly making it hard to insert the blade correctly. There was a ten (10) minute delay related to this event. No information available on whether the procedure was completed. No harm was reported to the patient. No information available on patient outcome. Concomitant device reported: helical blade insertion screw (part 357.369, lot 6581164, quantity 1); compression nut (part 357.371, lot 6599561, quantity 1); helical blade coupling screw (unknown part and lot numbers, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part 357.411, supplier lot 6605563: release to warehouse date: june 16, 2011. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Should further information become available this determination will be reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Should further information become available this determination will be reviewed.